Event description:
Adverse event(s): "no pt injury." (No consequences or impact to pt). Product problem(s): "system message displayed." (Device displays error message); "used backup system." (No code available). A biomedical engineer reported receiving a system message during set-up. The system was switched out and the case was completed. There was a delay experienced as they completed the remainder of the cases working from one room because of having only one system available. No cases were cancelled. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was able to duplicate the reported problem. The 57 psi regulator and the vacuum seal were replaced. The system was then tested and met all product specs. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).